Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that patient experienced hematoma after implant. Patient received blood transfusion. Device was reprogrammed and the patient was discharged from the hospital.